Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer smelled insulin and that the cartridge was leaking from an unspecified location on multiple occasions. Reportedly, the customer noticed that the this occurs when the insulin gauge is low. The customer's blood glucose level was 210 mg/dl and it was addressed with a bolus via the pump. The customer was able to load a new cartridge successfully.